Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which both leads were explanted and replaced. Effective therapy was established post-operatively.

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances on both leads. Reprogramming was unable to resolve the issue. As a result, the patient underwent a successful trial and my later undergo surgical intervention to explant and replace the system.

Manufacturer narrative:
Date of event is estimated.